Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural or post-procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis, stroke, aphasia, and hemiplegia as a potential complication associated with use of the device.

Event description:
It was reported that a fred stent was implanted in the patient from the right m1 segment of the middle cerebral artery (mca) to an aneurysm of the supraclinoid segment of the internal carotid artery (ica) to treat three aneurysms in tandem: 3mm denovo right ica terminus aneurysm, 3.3mm recurrent right a1 segment of anterior cerebral artery aneurysm, 2.7mm denovo right anterior choroidal artery aneurysm. The patient was discharged home and prescribed ticagrelor and aspirin. 11 days after implantation of the stent, the patient suddenly developed left-sided weakness and difficulty speaking. The patient was taken to another hospital, where a cta showed thrombosis of the right internal carotid artery, fred device and right m1 segment of the mca. No intervention was undertaken. The patient is wheelchair bound 1 year after the event (modified rankin scale 4).